Event description:
The customer reported being hospitalized due to high blood glucose of 700 mg/dl. The customer was experiencing unexplained high glucose for three days. Troubleshooting was performed. The event leading to his admission was coughing a lot. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. During the call found possible scar tissue and longer cannula than he should. The customer's recent glucose reading was 300 mg/dl, and he was treated with an insulin drip. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We therefore consider this report complete to the best of our knowledge.